Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing of smaller morphologies during atrial tachycardia / atrial fibrillation (af) episodes was noted on stored electrograms (egm) leading to early termination of episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.